Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during prime. Customer was able to fill the tubing manually. Customer was advised to do a complete set change and the alarm reoccurred. Customer stated the alarm had occurred several times in the last 30 days. Customer was unable to check for motor position encoder error alarms. The drive support cap appears to be normal. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform the occlusion test due to the motor error alarms. Unable to confirm other error alarms due to an overwritten history file. The pump was received with a cracked reservoir tube lip.